Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown reason. At this time there is no indication that a new device was implanted. No additional patient adverse effects were reported.